Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿downstream¿ was unable to be reproduced. The device could not be tested for downstream occlusion due to service event of system error 348. A review of the event history log revealed multiple downstream occlusion messages however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as downstream sensor calibration values out of specification which is a known contributor to the reported issue. The force sensor no tube and scale factor calibrations will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.